Event description:
It was reported by customer the v60 touchscreen will not calibrate. Customer is requesting part number for replacement touchscreen. Investigation is ongoing.

Manufacturer narrative:
H11: after further review the reported allegation of touchscreen having calibration issue is not reportable based on current risk management filed. Therefore, record deemed not reportable.